Event description:
It was reported that troubleshooting was unable to resolve the alert. If the patient is brought back to the catheterization lab for catheter replacement, this is considered an additional intervention. A 135x50cm ekosonic endovascular device was selected for a left lower extremity deep vein thrombosis (dvt) procedure. Therapy run time was 19 minutes and 30 seconds. During the procedure, a red alarm e311 was displayed on the screen. All connections were verified to be secure. No bent pins or fluid ingress was observed. The connector interface cable (cic) was switched to a different channel and switched to a new cic; however, there was no resolution. The capital equipment was switched to a new one but the same alarm occurred. The patient was in pain, and was brought back to the catheterization lab for device replacement.

Manufacturer narrative:
Correction: b2: corrected from other serious (important medical events) to required intervention to prevent permanent impairment/damage. B5: describe event or problem: clarification of initial reported information. H6: patient codes (1): changed from pain to no clinical signs, symptoms or conditions.

Event description:
It was reported the patient returned to the catheterization lab for a catheter replacement. A 135x50cm ekosonic endovascular device was selected for a left lower extremity deep vein thrombosis (dvt) procedure. Therapy run time was 19 minutes and 30 seconds. During the procedure, a red alarm e311 was displayed on the screen. All connections were verified to be secure. No bent pins or fluid ingress was observed. The connector interface cable (cic) was switched to a different channel and switched to a new cic; however, there was no resolution. The capital equipment was switched to a new one but the same alarm occurred. The patient was in pain, and was brought back to the catheterization lab for device replacement. It is further clarified that this patient initially presented to the cath lab in pain. The reported pain was not a new complication associated with the device or procedure.